Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. No curve abnormalities are observed in either of the runs, and internal control amplification is robust. All target amplification in both runs is consistent with true target amplification. Sars-cov-2 amplification in the initial test is weak with a late CT. This is consistent with a low titer sample, near the limit of detection (lod) for the test. Near the lod, sample results can be expected to waiver upon retest. Overall, the data suggests a dual infection, with a high titer of flu a and a low titer of sars-cov-2. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 & influenza a and negative for influenza b. The same sample was retested 30 minutes later on a different cobas® liat® system which yielded a negative result for sars-cov-2 and influenza b and positive for influenza a. The negative sars-cov-2 and positive influenza a results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue.